Event description:
Based on additional information received on 22-nov- 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case was cross reference with case ids: (B)(4) (cluster) this unsolicited case from united states was received on 17-nov-2017 from other health care professional this case concerns 4 patients (demographics unspecified) who received treatment with synvisc one injection and after an unknown latency patient had acute inflammatory reactions. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On unknown dates, the patients initiated treatment with intra-articular synvisc one injection once (dose, indication and expiration date: not reported, lot number: 7rsl021). On an unknown date in 2017, latency unknown, patients had acute inflammatory reactions to synvisc-one. Corrective treatment: not reported for acute inflammatory reactions outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Lot number of synvisc one was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has experienced inflammatory reaction after receiving synvisc one injection from the recalled lot. Although exact event dates have not been provided, temporal relationship can still be established between the event and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.